Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted 2 days after implant procedure due to pacing failure occurred. It also exhibited increased measurements in threshold. A fluoroscopy was performed and a dislodgment was confirmed. While trying to repositioned, this lead also exhibited helix issues. This lead was then successfully replace. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. FDA 3500a section device codes, f10: a new device code was added.

Event description:
It was reported that this right ventricular (rv) lead was explanted 2 days after implant procedure due to pacing failure occurred. It also exhibited increased measurements in threshold. A fluoroscopy was performed and a dislodgment was confirmed. While trying to repositioned, this lead also exhibited helix issues. This lead was then successfully replace. No additional adverse patient effects were reported.